Event description:
(B)(4). According to the information received, a user injured her urethra while using a catheter. The catheter disconnected from the handle and the sharp edge of the handle cut her urethra. A short time later the user had a uti which required antibiotics.

Manufacturer narrative:
The product was not available to be returned. The user did not know what the physician did with the catheter once it was removed. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.